Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported differences in the sensor glucose readings versus their blood glucose readings. Sensor glucose reading 50, blood glucose reading in the 200mg/dl range. Troubleshooting was declined. No additional information was provided.